Event description:
This is filed to report a clip opening while locked (cowl). It was reported that on (B)(6) 2022, a mitraclip procedure was performed to treat a functional mitral regurgitation with grade of 4. The first clip was implanted with no reported issue. After deployment of the second clip, it opened about 15%. Pre-deployment, mr was reduced to grade 1. At deployment, mr was at grade 2+. It was decided to evaluate the patient due to increased gradient to 5mm/hg. No additional information was provided.

Manufacturer narrative:
The device is included in the field safety notice issued by abbott on 06 sep 2022 for clips not being able to establish final arm angle (efaa) and clip opening while locked (cowl) with the mitraclip and triclip delivery system(s). Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the unintended movement (clip open- locked). There is no indication of a product issue with respect to manufacture, design, or labeling. The device is included in the correction notice issued by abbott on 06 sep 2022 for clips not being able to establish final arm angle (efaa) and/or clip opening while locked (cowl) with the mitraclip and triclip delivery system(s).